Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the bile duct during a procedure performed on (B)(6) 2020. According to the complainant, prior the procedure, the balloon was checked and it was noticed that it just opened in one direction only. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6) block h6: problem code 2976 captures the reportable event of the balloon irregular shape. Block h10: investigation result visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. No damage was found on the catheter of the device. Functional analysis was performed, and when the balloon was inflated up to its recommended inflation volumes, it was noted to have an irregular shape; however, the balloon outer diameter was measured at its two recommended volumes and was found to be within specifications. When inflated, there were no leaks, holes, or pinholes noted, and the balloon was able to hold the pressure. Though the customer reported the balloon to be an irregular shape which was observed during product analysis, the balloon shape was ultimately found to be within product specifications. Therefore, the returned device review (visual, physical, and performance testing) showed no evidence of a defect which could have contributed to the event, and the most probable root cause for this complaint cannot be detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the bile duct during a procedure performed on (B)(6) 2020. According to the complainant, prior the procedure, the balloon was checked and it was noticed that it just opened in one direction only. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.